Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Reservoir/transfer guard found no air bubbles anomaly during filling. Also did not find any leakage anomaly when removing the plunger and found plunger easy to release from stopper-plunger. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the leak occurred while removing the plunger; the leak went past the second o-ring. The was also an air bubble in the reservoir. The reservoir will be returned for analysis.